Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death.

Event description:
Additional information was received on (B)(6) 2013 when a copy of the patient's x-rays were received for review by the manufacturer. The lead pins appeared to be fully inserted into the generator. The lead wire also appeared to be intact at the location of the connector pins. There was a portion of the lead located behind the generator that could not be assessed. The electrode placement appeared normal. There did not appear to be any lead discontinuities or sharp angles in the lead portion that was able to be visualized. Based on the x-ray images provided, no cause for the report of high impedance could be found. However, a portion of the lead could not be assessed due to it being located behind the generator and the presence of a micro-fracture in the lead cannot be ruled out. Good faith attempts for further information from the physician were unsuccessful. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2012 it was reported that the patient recently underwent a battery replacement surgery on (B)(6) 2012 and at the time of surgery, the impedance was 4582 ohms but on subsequent follow-up appointments the impedance has been high with a value of 8030 ohms. The physician reported that the lead does not appear to be broken. The patient reported worsened seizures but only after he was told of the high impedance. Attempts for additional information are underway but no further information has been received to date. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.